Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. Another rv lead was implanted to complete the procedure. No additional adverse patient effects were reported. Additional information from the field representative provided this rv lead was surgically abandoned due to high out of range shock impedances.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. Additional information has been requested but not provided at this time another rv lead was implanted to complete the procedure. No additional adverse patient effects were reported.